Event description:
It was reported that the 9600 system shut down during a case. The 9600 system was rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.